Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. The lens was received with one broken haptic, most probably related to the explant/removal process and /or handling during attempted insertion process. Visual inspection revealed surface residuals (debris/particles) on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. No further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing methods, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that while implanting an intraocular lens (iol), the trailing haptic broke. The lens was removed from the eye which required the incision to be enlarged. No further information has been provided.

Manufacturer narrative:
Date of birth: unknown. Sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.